Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the bottom case seal was broken and the plunger head case seal was removed. It was also observed that the right plunder head case was damaged, the tob case and battery door were cracked and the battery was missing. Functional testing was unable to duplicate the reported sensor issue. The sensors and the mainboard were found to be operating as intended. The damage was confirmed by visual inspection and it was determined that the issue was caused due to the customer mishandling the device. The right plunger head and case were replaced. Calibration and functional tests were then performed successfully. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a sensor issue. Per reporter the sensor connected to the main printed circuit board was loose. It was also reported that there was physical damage to the plunger head top. Patient involvement is unknown.